Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the positioning issues has been completed since the original report was filed. The device was not returned for investigation. The cause of the access site bleeding and the positioning issues was most likely patient condition related, per clinical review.

Event description:
The user facility reported a male patient of an unknown age in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that pump was pulled back into the aorta and was no longer across the aortic valve. The impella was removed and replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.